Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message prior to shutting down. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) was unable to duplicate the reported complaint as upon arrival the unit was powered on with no error message present. The central control monitor (ccm) internal memory device was cleaned, and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.